Manufacturer narrative:
Initial reporter name and address:: institution/reporter phone#:(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the proximal pressure sensor autozero failed. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The manufacturer's authorized service provider (asp) confirmed the issue of a 110b error code (check vent: proximal pressure sensor auto-zero failed). The asp replaced the 3rd and 4th solenoids was replaced and the reported issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced solenoids (position 3 and 4) were returned to the philips product investigation lab (pil) for evaluation by a pil technician (tech). The pil tech performed testing, and the tech verified that no alarm or diagnostic error code was generated by the test device using the returned solenoids installed into the gas delivery system. The pil tech concluded that the returned solenoids were functioning as intended and that no problem was found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.